Manufacturer narrative:
The pump was analyzed at the abbott canada foreign svc ctr. Reports received from canada indicate that testing and investigation did not confirm a set rate change. The frequency of death or serious injury reports for overdelivery for plum products is approx 0.77/million sets.

Event description:
Report from abbott international affiliate (abbott canada) received stating: "set rate changed, wrong amount absorbed by patient (amount absorbed was negligible)." No patient information was available. The solution being infused and the device settings were also not available. The report indicated that no side effect was experienced/reported.